Manufacturer narrative:
Complaint no: (B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue protection cap was loose. This was found before use.there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with the naked eye and magnification and noted a loose blue pull ring cap. Functional tests were performed including leak testing, clear passage testing and clamp function testing with no issues noted. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.